Event description:
It was reported the device was sent to the caller for return because on the 2nd or third use the product failed but test stated okay. The caller was not clear on what the description of the problem meant but another device was used for the case with no patient consequence.